Event description:
In 2006, the lay-user/reporter contacted lifescan alleging that a one touch fasttake meter was continously giving a "hi" result and reading inaccurately high. The medical affairs specialist spoke to the patient on june 14, 2006, to obtain/verify information. On the event date, the patient tested herself over 4 times in the morning and afternoon. After each test, the patient obtained a result of "hi" and gave herself 5-6 units of "humalog" insulin. The reporter initially reported that the patient ate food and/or drank a beverage after testing with the meter. At an unknown time during the day, the patient began feeling sweaty, weak, shaky, and "unresponsive". The patient was able to call emergency services at 7:00pm that same day. The paramedics obtained a result of "57 mg/dl" from the patient using an unidentified device. The paramedics treated the patient with "liquid glucose". The patient declined to be taken to the hospital. At one point that day, the patient's daughter and son-in-law tested their blood with the reported meter and also got the "hi" result. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient obtained a "hi" result on the reported meter several times on the day of the event. After getting each "hi" result, the patient self-administered care by giving herself insulin. The patient developed symptoms and ultimately received glucose treatment from emergency services.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.